Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the corrosion or the residual liquid. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cystonephrofiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that the forceps channel port, suction cylinder, vent connector located beneath the grip, are all corroded and residual liquid is leaking from the biopsy channel. There was no patient involvement.